Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2009; 4195 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2015; 37743 neuro programmer; 37752 neuro recharger.

Event description:
It was reported that during a hospital check, the patient's right ventricular (rv) lead had high thresholds since june of last year. The patient was seen by the cardiologist. No changes were made. The lead is still in use. No patient complications have been reported as a result of this event.